Manufacturer narrative:
Additional information: two (2) actual samples were received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing including leak, clear passage, clamp function, and integrity testing were performed with no issues noted. The reported condition was not verified on both samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) peritoneal dialysis (pd) transfer sets would not connect to the titanium adapter. During preparation for periodic replacement of the patient transfer set, it was observed that the transfer set would not connect to the titanium adapter. The physician attempted to use another transfer set from the same lot, however, the same connection issue was observed. The physician alleged against the transfer sets and the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.